Event description:
It was reported that the patient was having difficulties and was going to see the physician on the day of the report. ¿something¿ was affecting memory and the patient was allergic to any metal that may be inside. The week prior to the report, the patient saw the health care professional and had nausea, weakness, trembling and couldn¿t read a book or do a crossword. The patient had an appointment with a manufacturing representative scheduled. The patient had been ¿going bad¿ ever since she got the implant. It was unknown if the patient had any rash where the implant was. The patient¿s stimulator hadn¿t eased her back pain either. The patient¿s friend was hoping that the patient would get it explanted. The patient¿s friend believed that the implant was what was causing the problems for the patient and ever since the patient got the implant, she had been going down it. It was noted that ¿they had to reposition.¿

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that it was not determined what caused the weakness, but they felt that this was related to a medication the patient was taking. No problems were found and the patient was significantly improved. It was determined by the pain physician that the symptoms were not related to the stimulator. The stimulator was working effectively and the patient had not had further problems.